Event description:
Customer discovered ventilator would not function on ac power, but could function running on the battery. An fse from siemens medical solutions was dispatched to the customer's site.